Manufacturer narrative:
Initial reporter occupation - administrator / supervisor. The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that there was a film of moisture in between the white plastic casing of the intra-aortic balloon (iab) packaging and the blue plastic casing that covers the fiber optic connector and the end of the iab. This was noticed in two separate iabs. These catheters were in storage at the hospital and were not used with a patient. There was no patient involvement or adverse event reported. This report is for the second iab. A separate report will be submitted for the first iab.

Manufacturer narrative:
Photos were provided by the customer of the involved device and reported failure. Visual examination of the provided photos show a spot on the iab tray which appears to be migrated silicone. Silicone is used as a lubricant during the manufacturing process and has been determined to be biocompatible. Devices with silicone found in the packaging can continue to be used and pose no risk to the patient per iab product specification (B)(4). This silicone is not foreign matter and is not a nonconformity of the device. However, since the device was not returned for evaluation, we are unable to conclusively determine if the fluid is migrated silicone. If the device becomes available for return, an updated evaluation will be provided. The evaluation confirmed the reported problem. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. The device has not been returned to the manufacturer so we are unable to complete an evaluation. Analysis of production (3331/213) - the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis (4109/213) - the review of the historical data was performed. Trend analysis (4110/213) - the overall complaint trend data for the period mar-20 through feb-22 was reviewed. Communication/interviews: (4111/213) communication/interviews were performed to obtain all possible information. Reference complaint # (B)(4).